Manufacturer narrative:
Follow-up # 1 ¿ (03/16/2015). The patient¿s meter has been returned on 2/25/2015 and evaluated by lifescan product analysis on 3/5/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate unknown result wen compared to feelings/normal readings and another meter when performed within 30 minutes of each other. The alleged inaccurate results were not provided. Quality control testing was performed and it fell high outside the control range specified on the vial of test strips. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.